Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed that the stylet has ruptured through the catheter. During a visual inspection, it was noted there was a puncture hole and significant bend in the catheter where the stylet had punctured the catheter above the intraductal exchange (ide) port. The stylet wire had punctured through the catheter at 192.8 cm from the distal end of the proximal hub. The ide port was observed and was intact. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A hole was identified in the catheter where the stylet could exit, there was also damage in this area to the catheter. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." A rupture in the catheter by the stylet wire can occur if the device experiences excessive pressure during use. Prior to distribution, all fusion extraction balloon with multiple sizing are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this report is an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an ercp, the physician used a cook fusion extraction balloon with multiple sizing. It was reported that [there was] appearance of a "hurtful metal rod" at the end of the duodenoscope (the guide wire of the balloon has perforated the sheath, the sheath is twisted and split). The metal wire was taken out when extracting the duodenal stone. This is interpreted to be damage at the intraductal exchange (ide) port of the balloon device [and was not reportable at this time]. This device was returned (B)(6) 2024. There was no damage to the ide port. There was a puncture in the distal side of the catheter caused by the stylet wire [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.